Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported that patient woke up from their first night of whitening with swollen lips. Instructed the office to tell the patient to discontinue whitening until swelling subsides. Any future whitening must be done without using the desensitizer. Followed-up with dentist office on (B)(6) 2015, patient still experienced symptoms. Left messages to dentist office on (B)(6) 2015, did not hear back from office.